Event description:
During follow-up, increased pacing impedance was observed on the right ventricular (rv) lead. No intervention was performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the event was resolved by explanting and replacing the right ventricular lead. The patient was in stable condition.